Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that there was hole in the hose due to incorrect handling. Additionally the functional testing revealed that the device overheated. The device was not worth repairing, therefore it was replacement.

Event description:
Customer sent the device for service or calibration and also reported the rubber hose was defective. This is 1 of 1 report for (B)(4).